Event description:
During follow up for an unrelated alarm the patient mentioned they had peritonitis. On (B)(6) 2012 product surveillance received peritonitis worksheet and follow up information from global pharmacovigilence (gpv) provided by the patient. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy daily. On an unknown date in (B)(6) 2012, the patient experienced cloudy drainage. In (B)(6) 2012, while at the pd clinic the pd culture was performed. The culture result was peritonitis (type unknown), the reporter denied having information regarding results of any other diagnostic tests. On an unknown date in (B)(6) 2012, intraperitoneal antibiotic therapy was initiated. At the time of the report the event of peritonitis was ongoing and improving. The patient remains on pd therapy. The event of peritonitis was not related to any baxter products. The cause of the peritonitis was unknown. Retraining on pd therapy was performed. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.